Manufacturer narrative:
The device was returned and the repair center confirmed the black screen/no image due to a faulty charge-coupled device. Additionally, the following defects were found: puncture on cable, failed leak test. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer contacted olympus to report the camera head was giving a black screen. The malfunction occurred during an unknown procedure. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the image did not display due to a faulty charge-coupled device. The specific root cause of the faulty charge-coupled device could not be determined at this time. Olympus will continue to monitor field performance for this device.